Event description:
Boston scientific (bsc) crm received information that due to a prior non-bsc lead issue with low impedances, high thresholds and evidence of oversensing, the device outputs were adjusted from 5v to 6.5v. The device was also in fallback vdir mode and was not set to pace in a dual chamber mode in fallback. However, today it was noted that the device was functioning in a dual chamber mode. The device battery longevity went from 3 years remaining to elective replacement time (ert) within two days. Bsc technical services (ts) was contacted and stated the change in longevity was likely due to the increase in the right ventricular outputs, poor impedances and functioning mode. Therefore, the physician elected to replace the device. During the replacement procedure, the physician noticed the header was separating from the device casing. The device will be returned for analysis to address both the longevity issues and header separation from casing.